Manufacturer narrative:
(B)(4). Other devices explanted. Model: 5100. Description: reactiv8 impluntable pulse generator. Serial number: (B)(6) UDI#: (B)(4). Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6) UDI#: (B)(4). The ipg and two leads were returned for analysis. The out-of-range/high impedance failure was confirmed. Visual inspection revealed one rounded, fractured coil approximately 1 inch below the distal electrode, number 4 of the right lead. No other damage was observed on the right lead, and no functional testing could be performed because the lead was received cut into two segments. The ipg passed the functional testing and operated properly. The return left lead was received cut into two segments. No functional testing could be performed -no alleged malfunction on the ipg and the left lead. Updated h6.

Event description:
It was reported that the reactiv8 system was explanted due to the out-of-range/high impedance of one of the electrodes on the right lead. The device is functional, but was explanted so the patient could have magnetic resonance imaging. All devices were removed without complications except for the lead tip left inside the patient. There was no report of patient harm or injury.

Manufacturer narrative:
Mml # c-01937. Other devices explanted. Model: 5100 description: reactiv8 impluntable pulse generator serial number: (B)(6). UDI #: (B)(4). Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the reactiv8 system was explanted due to the out-of-range/high impedance of one of the electrodes on the right lead. The device is functional, but was explanted so the patient could have magnetic resonance imaging. All devices were removed without complications except for the lead tip left inside the patient. There was no report of patient harm or injury.